Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer was not opening to recover storage space. The user attempted to recover, but it continued to malfunction and required 2 to 3 troubleshooting attempts using the recovery storage space function. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer adjusted the auxiliary drawer 6 rails, and the drawer was able to open and close with no issues. The system functioned as intended after the field service engineer repaired the device.